Event description:
It was reported that the patient had experienced pain during urination whether the implant was on or off. It was stated that the patient's health care provider had "reversed her leads." Approximately five weeks later, it was reported the patient had a urinary tract infection. The patient could not pass urine and was experiencing severe back pain. To pass urine, the patient would turn up the device causing pain to decrease. It was stated that these symptoms were from (B)(6), and that the device had been removed on (B)(6) 2012. The patient had been in a car accident in (B)(6) 2011 and had surgery to repair a twisted disc following the accident. It was stated that during the surgery the lead was damaged. Approximately two weeks later it was reported that the patient was given antibiotics for the urinary tract infection. Patient outcome was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v569218, serial#, implanted: 2010 (B)(6), explanted: product type lead; product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient was last seen by their physician on (B)(6) 2012. The patient then called the physician's office on (B)(6) 2012 to get their records. The physician had no information pertaining to the urinary tract infection as it was not reported to them. In addition, the physician had no surgical records to indicating that the patient's implantable neurostimulator (ins) was explanted on (B)(6) 2012. Further, the hcp had no information regarding the patient's car accident in (B)(6) 2011 or to any lead issues. If additional information is received, a follow up report will be sent.